Event description:
It was reported that the device had error code 571. 6241. No patient involvement.

Manufacturer narrative:
Correction: g1, g3, g4, g7, h2, h3, h6, h10, h11. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the error code 571.6241 has been confirmed due to a bad oridion board. Replaced it a new oridion board. Updated a new logic board for compatibility. Damaged front case and rear case, replaced them new front and rear cases assembly. Performed leak down test and co2 calibration with passing results. A review of the device history record for (B)(6) was performed from date of manufacture 11/22/2010 to present date 12/28/2020, and note that this device has been returned for service once, which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device had error code 571. 6241. No patient involvement.